Event description:
It was reported that (1) device was used during a colon resection. It was reported by the rep that the surgeon attempted to fire the tlc75 device and it jammed. Another device was used to complete the case. There was no consequence to the pt.